Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. The received logs shows that a pre-use check test was not performed before starting the ventilation. The log shows alarms for low air and o2 supply pressure at the time of event indicating that no gases were delivered to the ventilator from the hospital's gas supply system. A new pre-use check was performed that was successful. The technical log does not include any errors to indicate a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator was not reading the expiratory minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).